Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 191mg/dl, 83mg/dl. Tests were done within 2 mins with a difference of 70%. Pt did not experience any adverse events. No further info has been reported.